Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: quotation from the reporter: "rtc keeps getting losing settings" no patient involvement.

Manufacturer narrative:
Investigation outcome: it was reported the device "real time clock keeps getting losing settings". No other information provided. Device logs were not provided with this complaint. No patient involvement. The real time clock failure occured during startup with no patient involvement. Issue has to be resolved before device can be used. However, there is no risk that this could occur during ventilation. But it leads to a compromised starting up of the device. When a hamilton ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components¿including alarms, sensors, circuits, and valves¿are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. The control board was replaced and device functioned as intended. This case is considered as closed.